Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who underwent spinal t herapy for degenerative scoliosis. It was reported that patient underwent l3/4/5/s oblique lumbar interbody fusion during initial surgery on (B)(6) 2025. Anteraline tl was inserted in l3/4/5, and anteraline ls was inserted in l5/s. During the postoperative hospital medical consultation on (B)(6) 2025, it was determined that the l5/s's anteraline ls had dislodged anteriorly to the vertebral body. Cage removal operation was performed on (B)(6) 2025. However, the adhesion was intense, the cage did not move, and the risk of vessel damage when removing the cage was considered, so the removal of the cage was abandoned. There were no patient symptoms reported. There were no further complications reported regarding the event.